Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  A detailed investigation was performed by an expert from the technical service: the root cause was determined to be a loose connection of the cable between the interaction panel (ip) and the ventilator unit (vu). The customer resolved the issue themselves by tightening the cable. There was no patient harm reported. No further investigation or correction needs to be performed. The allegation in this complaint was confirmed to be a complaint. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event

Event description:
I was called about a g5 that "screen went blank on a patient", this g5 was just upgraded a few days before to 2.81. Upon arrival unable to duplicate screen issue. In troubleshooting vent/logs, found an extraordinary large amount of volume limitation alarms, see logs attached, these alarms are followed by a single "ventilator unit connection lost alarm". Ky2help ID 3787 reads "check connection cable, inform user" , this sounds incredibly vague, and difficult to explain to staff.

Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites.  Reported by user to FDA. Uf/importer report #: (B)(4). Alarm "ventilator unit connection lost"during ventilation. Ventilation continues. No harm to patient or user. During ventilation the screen became black the (the unit continued to ventilate). No harm to patient or user. The issue is deemed as a reportable event since the device cannot be operated by the medical staff. The issue is not likely to be serious to public health but is likely to cause serious injury or death. Neither is the issue likely to be serious to public health but is likely to cause serious injury or death if it were to recur. An investigation for this case is ongoing in order to confirm the root cause.

Event description:
I was called about a PMA/510k that "screen went blank on a patient", this PMA/510k was just upgraded a few days before to 2.81. Upon arrival unable to duplicate screen issue. In troubleshooting vent/logs, found an extraordinary large amount of volume limitation alarms, see logs attached, these alarms are followed by a single "ventilator unit connection lost alarm". Ky2help ID 3787 reads "check connection cable, inform user" , this sounds incredibly vague, and difficult to explain to staff.